Event description:
It was reported that a mobi-c cervical disc disassembled when the surgeon attempted to reposition the device. It was removed and replaced with another mobi-c device to complete the procedure without patient impacts.

Manufacturer narrative:
Inspection. The device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause. A definitive root cause cannot be determined with the information provided. Device usage. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
PMA/510k: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c cervical disc disassembled when the surgeon attempted to reposition the device. It was removed and replaced with another mobi-c device to complete the procedure without patient impacts.